Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 2.5x15 mm, de novo target lesion containing a >45 and <90 degree bend was located in a severely calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.5x15 non-bsc balloon catheter. A 2.50x28mm promus element drug-eluting stent was selected and advanced; however, resistance was encountered while crossing the lesion and the shaft fractured. The device was able to be removed intact. Additional predilation was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the hypotube was kinked 18cm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. No issues were noted with the crimped stent, tip and balloon of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, 2.5x15 mm, de novo target lesion containing a >45 and <90 degree bend was located in a severely calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.5x15 non-bsc balloon catheter. A 2.50x28mm promus element drug-eluting stent was selected and advanced; however, resistance was encountered while crossing the lesion and the shaft fractured. The device was able to be removed intact. Additional predilation was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.